Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orthopedic trauma surgical procedure, it was observed that small battery drive device was making a grinding noise. There was no delay to the surgical procedure. A spare identical device was available for use. There was patient involvement. The surgery was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown, however the event was known to have occurred in (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making a grinding noise, the coupling head was worn, there was corrosion in the device and the electric motor shaft was corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.